Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Lot # 18087334 was in the healthtrust information, source document, but is not a valid lot number for (B)(4).

Event description:
The customer reported that during an infusion there was a leak in the tubing. There was no patient harm.